Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered multiple boluses in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was approximately 30 mg/dl. The customer's husband provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.